Manufacturer narrative:
Device passed the self test and displacement test. During visual inspection found motor, force sensor and electronic stack moisture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mom reported via phone call that the customer experienced low blood glucose and high blood glucose. The customer low blood glucose level was 50 mg/dl and high blood glucose level was 300 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer reported the insulin pump was exposed to fluid. Customer reported the type of moisture exposure was insulin. Customer stated the o-ring inside the lip of the reservoir compartment was not missing. Customer performed self test and test was passed. The insulin pump will be returned for analysis.